Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare field engineer performed a checkout of the equipment and confirmed the reported complaint. The sensor interface board was replaced, and the unit was returned to service.

Event description:
The hospital reported the unit alarmed 'reverse breathing flow' during pre-use checkout. The unit delivered 50ml of flow volume when 500ml was set. There was no report of patient involvement.